Event description:
Customer reported that reagent splashed in eyes while opening the vial.no report of death or serious injury was associated with this incident. This report corresponds to other-clinical diagnostics complaint number 00447112.